Manufacturer narrative:
Results: the tip of the px slim was not shaped to a 90 degree angle. Conclusion: the complaint has been evaluated. The complaint indicated that upon removing the shaping mandrel from the px slim distal tip, the tip shape was nearly straight. A new px slim was used to successfully complete the procedure. Evaluation of the returned device confirmed the tip was not shaped to a 90 degree angle. The shaping mandrel was not returned and the position of the catheter tip on the mandrel could not be determined. Therefore, the root cause of this complaint could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a px slim delivery microcatheter. Upon removing the shaping mandrel from the px slim microcatheter, the catheter tip was found to be straight. The physician opened another px slim microcatheter with the same lot number and the procedure continued successfully using ruby coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.